Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. Unable to test for alarm due to button/keypad anomaly. The insulin pump had moisture damage on lcd board. The insulin pump had a scratched display window, cracked reservoir tube lip and a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed button error. The customer stated that he fell off from a boat over the weekend while wearing the insulin pump, and he attempted to dry the device. The caller stated that the drive support cap was loose, and he placed tape over it to continue using the device. The blood glucose reading was 186mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.